Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the flexible shaft for a flexible reamer system broke and shattered into pieces while the surgeon was reaming the tibia in order to place an unknown tibial nail. The surgeon was able to retrieve all the shattered pieces with the aid of the unknown reaming rod. There was a 30-minute surgical delay reported. The procedure was successfully completed with the patient in stable condition. Concomitant devices: reaming rod (part: unknown, lot: unknown, quantity: 1), flexible shaft handle (part: unknown, lot: unknown, quantity: 1). This report is for a 10.5mm medullary reamer head. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 352.105; lot: 24006; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: april 30, 2010. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Complaint condition: it was observed during an investigation for a related part that the complaint device was dull. Investigation flow: damage: visual (appearance not as expected). Visual inspection: the complaint device was received intact at us cq. Upon visual inspection, signs of moderate surface wear (scratches, worn surface finish) were evident on the body of the device. The cutting edges were noted to be dull. Nicks were observed on the cutting edges as well. The received condition agrees with the complaint condition; thus, the complaint is confirmed. Document/specification review: the following documents were reviewed as part of this investigation: drill head. Synream medullary reamer head ¿ ø9 ¿ ø10.5. Pqp reamer head d9.0 ¿ d10.5. Reamers (power driven) - sales & complaints ((B)(4)). The design drawing has been updated numerous times since the complaint device was manufactured, including a new drawing number. Several changes were made to the design. The changes potentially relevant to the complaint condition include a decrease in the hardness specification of the material, the addition of an edge specification, the addition of a specific tolerance on the angle between the cutting edges and changes to the dimensions in detail x. Per reamers (power driven), a correction factor of 29 (to account for a multi-use device) is applied to part number 352.105. As the complaint device has been in use for over eight years, this equates to a usage of less than four times per year. It is possible that the complaint device has seen more frequent usage than this, which could result in the cutting edges becoming worn. Dimensional inspection: the following relevant dimensions are considered critical to quality as they are pertinent to form, fit and function: outer diameter (od) ø10.5. Outer diameter ø9. The pqp has since been updated and the following relevant dimension was identified as critical to quality as it is pertinent to form, fit and function: core ¿ ø6.8. The specification for od ø10.5 is ø 10.5 ± 0.05 mm. When measured with a micrometer, this diameter was found to be 10.520 mm. This is within the design specification. The specification for od ø9 is ø 9 ± 0.2 mm. When measured with a micrometer, this diameter was found to be 8.988 mm. This is within the design specification. The specification for core ¿ ø6.8 is ø6.8 +0.2/-0 mm. When measured with a caliper, this diameter was found to be 6.93 mm. This is within the design specification. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The cutting edges of the complaint device were observed to be worn, thus confirming the complaint condition. While a definitive root cause could not be determined, it is likely that normal wear of the cutting edges contributed to the complaint condition. The complaint device is a cutting tool that has been in use in the field for over eight (8) years and it is expected that the cutting edges will become dull over time due to its intended use. No product design or manufacturing issues were identified. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.